Event description:
Information was previously reported in manufacturer report #3004209178-2012-10567. Upon further review the information in regard to the patient¿s infection post-replacement no longer applies to manufacturer report # 3004209178-2012-10567. Any further information involving the patient¿s infection will be reported under this manufacture¿s report. Additional information received reported that ¿removed approximately 3 months after implant due to infection¿. It was noted that there was ¿no old pump present at the time of current implant.¿

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).